Event description:
Information was received from the physician that the patient reported being able to feel stimulation, however cannot confirm device functionality otherwise. No additional relevant information has been received to date.

Event description:
It was reported that there was a problem of "reliability" of the battery status seen on the tablet. It was clarified that the issue being reported is that the generator was seen originally at lower battery status and now is at a higher battery percentage (translated to "battery status is again at the top"). No additional relevant information has been received to date.